Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. A1: patient identifier, age and gender: sample ID (B)(6), 48-year-old male patient. Sample ID (B)(6), 38-year-old male patient. Sample ID (B)(6), 43-year-old male patient. Sample ID (B)(6), 57-year-old male patient. Sample ID (B)(6), 54-year-old male patient. Sample ID (B)(6), 65-year-old male patient.

Event description:
The customer reported falsely elevated results generated from alinity I processing module on (B)(6) 2025. The customer provided the following further data for alinity I intact pth, alinity I tsh, and alinity I stat high sensitive troponin-I: alinity I intact pth: customer reference range: 15 - 68.3 pg/ml on (B)(6) 2025, sample ID (B)(6), initial result was 128.8 pg/ml and repeat result was 59.8 pg/ml. 48-year-old male patient. On (B)(6) 2025, sample ID (B)(6) initial result was 94.8 pg/ml and repeat result was 39.3 pg/ml. 38-year-old male patient. Alinity I tsh: customer normal range tsh is 0.35 - 4.94 miu/l on (B)(6) 2025, sample ID (B)(6), initial result was 9.3062 miu/l and repeat result was 4.6881 miu/l. 43-year-old male patient. On (B)(6) 2025, sample ID (B)(6), initial result was 6.1270 miu/l and repeat results were 6.1226 miu/l & 2.8542 miu/l. 57-year-old male patient. Alinity I stat high sensitive troponin-I: customer reference range: male is 0 - 34.2 pg/ml and female is 0 - 15.6 pg/ml. On (B)(6) 2025, sample ID (B)(6) initial result was 44.9 pg/ml and repeat results were 43.8 pg/ml, 44.3 pg/ml, & 22.2 pg/ml. Patient is male, age 54 on (B)(6) 2025, sample ID (B)(6) initial result was 63.9 pg/ml and repeat results were 150.9 pg/ml, 154.2 pg/ml, and <10.0 pg/ml. Patient is male, age 65 . There was no reported impact to patient management.

Event description:
The customer reported falsely elevated results generated from alinity I processing module on (B)(6) 2025. The customer provided the following further data for alinity I intact pth, alinity I tsh, and alinity I stat high sensitive troponin-I: alinity I intact pth: customer reference range: 15 - 68.3 pg/ml on (B)(6) 2025, sample ID (B)(6) initial result was 128.8 pg/ml and repeat result was 59.8 pg/ml. 48-year-old male patient. On (B)(6) 2025, sample ID (B)(6) initial result was 94.8 pg/ml and repeat result was 39.3 pg/ml. 38-year-old male patient. Alinity I tsh: customer normal range tsh is 0.35 - 4.94 miu/l. On (B)(6) 2025, sample ID (B)(6) initial result was 9.3062 miu/l and repeat result was 4.6881 miu/l. 43-year-old male patient. On (B)(6) 2025, sample ID (B)(6), initial result was 6.1270 miu/l and repeat results were 6.1226 miu/l & 2.8542 miu/l. 57-year-old male patient. Alinity I stat high sensitive troponin-I: customer reference range: male is 0 - 34.2 pg/ml and female is 0 - 15.6 pg/ml. On (B)(6) 2025, sample ID (B)(6), initial result was 44.9 pg/ml and repeat results were 43.8 pg/ml, 44.3 pg/ml, & 22.2 pg/ml. Patient is male, age 54 on (B)(6) 2025, sample ID (B)(6), initial result was 63.9 pg/ml and repeat results were 150.9 pg/ml, 154.2 pg/ml, and <10.0 pg/ml. Patient is male, age 65. There was no reported impact to patient management.

Manufacturer narrative:
Additional information in section d10 concomitant product when troubleshooting the issue, the field service representative found residual blood clots at the sample pipetting opening. Service cleaned the sample pipetting opening and the sample probe. Service deemed the sample alinity pippetor probes the cause for the alinity I processing module generating the false elevated results. The module function was verified with a control/precision run. The instrument service history verifies no subsequent issues have been reported related to false elevated results. Data and information provided by the customer were reviewed and support the complaint issue. A review of complaint and trending data for the alinity I processing module did not identify any similar issues related to the current issue. Additionally, review of complaint and trending data associated with alinity pippetor probes did not identify an increase in complaint activity. A review of the manufacturing documentation did not identify any non-conformances and potential non-conformances related to the current issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity I processing module for serial number (B)(6) or the alinity pippetor probes was identified. All available patient information was included. Additional patient details are not available.